Manufacturer narrative:
(B) (4): product was not being returned for evaluation.(B) (4)(B) (4)

Event description:
The facility representative reported a colleague infusion pump which shut down after running for 10 minutes in the general patient ward. It is unknown when or at what point in the process this condition occurred. No paitent injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available.

Event description:
There was no adverse event. There was a product problem with the reprocessed blade. This incident was reported because the user facility was unable to complete the procedure with a reprocessed blade. The surgeon switched to a new blade and no further difficulty was encountered. It is noted in the user facility medwatch report that the outer surface of the inner cannula is severely scratched circumferentially along its entire length with a few random unscratched sectors totaling maybe 20% of the length.

Manufacturer narrative:
This supplemental report is filed because the metal shedding was removed, and there is no patient injury for the incident. Therefore the incident was reassessed and has been determined to be not reportable. The original MDR was filed for using a reprocessed blade.